Event description:
Expiratory limb is mounted too strong on the expiratory valve and can not be turned between expi-valve and exp hose. This is a problem during set-up; if incubator is mounted; because of lack of space; the expiratory limb needs to be turned slightly in order to mount the expi-valve on the device. In some cases tools are necessary in order to be able to mount the circuit including exp valve. Video; that shows the problem willl follow.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2; eobs2 from the FDA inspection conducted between july 17 to july 21; 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be the assembly process (device difficult to disassemble) during manufacturing. In consequence the breathing set was replaced; and optimizations of the assembly process were implemented. There was no reported patient or user harm.